Event description:
Initial reporter indicated that they could not get their 201 programming wand to communicate with 102 generator in the pre-op interrogation. The battery integrity of the wand was confirmed and programming head was rotated 45 degrees. Communication again could not be established. Another programming wand was used and communication was established with the pt's generator. A malfunction against the programming wand is suspected. The wand was returned to MFR. The programming wand performed according to specifications. No anomaly was identified with the wand that would adversely impact device performance.